Event description:
It was reported that 3 bd plastipak¿ 50ml concentric luer lock syringes experienced leakage. The following information was provided by the initial reporter: during the preparation of pockets of cytotoxics (5fluorouracil), a large leak of liquid occurred at the piston seal. This happened 3 times a few days apart.

Manufacturer narrative:
H.6. Investigation: photo received for investigation, upon visual inspection of the pictures, it can be observed there are remaining medicine between the ribs of the stopper, confirming the defect experienced by customer. The defective syringe from the picture has the stopper correctly assembled. The barrel of the syringe is not completely shown in the pictures so, damage in the barrel that could have deformed the part cannot be examined. A device history review was performed for lot 2104086, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Additionally, ten retained samples from the same lot were evaluated, no defect can be observed, stopper is correctly assembled and no damage can be noticed along the barrel that could lead to a bad seal between the stopper and the barrel. Functional test was performed, no leakage observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd plastipak¿ 50ml concentric luer lock syringes experienced leakage. The following information was provided by the initial reporter: during the preparation of pockets of cytotoxics (5fluorouracil), a large leak of liquid occurred at the piston seal. This happened 3 times a few days apart.